Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of the ap/ECG connection problem is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends.

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp), pressure cable didn't transfer the arterial pressure (ap) tracing, therefore it was replaced by a new pressure cable. The next day, the rn reported loss of the electrocardiogram tracing. The iabp power was turned off and on, the pump is ok right now. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp), pressure cable didn't transfer the arterial pressure (ap) tracing, therefore it was replaced by a new pressure cable. The next day, the rn reported loss of the electrocardiogram tracing. The iabp power was turned off and on, the pump is ok right now. There was no report of patient complications, serious injury or death.